Manufacturer narrative:
The product was unavailable for return as it remains implanted in the patient. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the product indicate that the user has the option to either onlay or suture the product in place. Additional patient/device information: the patient was reported to be doing good. The patient was also reported to have a small defect in the skull base. Duraseal was the glue reported to be used in the implanting procedure.

Event description:
It was reported to medtronic neurosurgery that there was a csf leak from the durepair dura substitute, and the patient required a second surgery to suture the product. It was also reported that glue was used in the implantation procedure to hold the product in place.